Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pg confirmed to have no telemetry. The battery was found to be too low to support device functions. Hybrid current drain was normal. Destructive analysis found the battery to be fully depleted, however no evidence of internal shorting was found. The cause of the no telemetry and depleted battery could not be established.

Event description:
It was reported that this device was received at bsc without any field allegations.